Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications as guidewire is able to go through wire hub with no difficulty. No root cause could be found because the reported event was unconfirmed. Visual evaluation noted sample was received in a closed ziploc bag identified with customer complaint, a biohazard label and sterilized by eto label. Inside the ziploc bag was the tyvek pouch with the labels indicating product code: 998006 and lot number: bmgxfm07. Inside the pouch there was the tray with the balloon catheter and attached to the balloon hub there was the stop cock. Sample received with balloon hub reads 10 mm x 6cm/ 30 atm and wire hub reads 0.038 (0.97mm) wire. The balloon was still folded, however the guard and refold tool were not present. First performing visual inspection of the device and no visible anomalies were identified. It was observed that the balloon was never inflated since it was still completed folded. Functional evaluation noted functional testing was performed introducing a 0.038" guidewire through the wire hub; the guide wire was introduced without resistance through the catheter inner lumen. Based on the results of the sample evaluation, this complaint is unconfirmed since the 0.038" guidewire pass freely through all the catheter inner lumen. A DHR reviews are not required as the reported event is unconfirmed. The labelling review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the guide wire could not be inserted.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the guide wire could not be inserted.